Manufacturer narrative:
An event of mild pericardial effusion along the right cardiac sector was reported. Information from field indicated that the final implant depth was 4.37 mm for the non-coronary cusp (ncc) and 8.83 mm for the left coronary cusp (lcc), deeper than the optimal 3 mm depth. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. Heparin was administered during the procedure, and the activated clotting time (act) level was 257 seconds. The valve was not re-sheathed prior to full implant. Pacing of less than 120 beats per minute was performed for valve stabilization during valve deployment. The valve was implanted without difficulty. The final implant depth was 4.37mm for the non-coronary cusp (ncc) and 8.83mm for the left coronary cusp (lcc). On (B)(6) 2024, it was noted via transthoracic echocardiogram (tte), that the patient had developed a mild pericardial effusion along the right cardiac sector with a max of 9mm in subcostal projection. There was no hemodynamic impact. On (B)(6) 2024, a second tte revealed a stable effusion with no hemodynamic impact. There was no intervention performed. The patient status was reported as stable.